Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Customer was in casino getting on a scooter. When he grabbed the throttle, he alleges the scooter shot forward injuring another patron.